Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 466mg/dl which was treated with manual injection. Customer stated that 2 sensors bleed when inserted and sensor had issue of sensor signal not found. Customer received the sensor connected alert. Products will not be return for analysis.